Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-470 mg/dl) and insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. The pump supplies were changed and the bg was 397 mg/dl. Insulin injections were administered. A healthcare provider had been contacted and the pump settings were to be reviewed.